Manufacturer narrative:
The insulin pump failed the battery test and alarmed after the battery change due to power connector on battery tube not plugged in properly into connector on the interface board. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was unknown. Customer stated that this is the 2nd called and anomaly persisted with replacement battery cap. Customer stated the alarm happened during normal use. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return the broken pump for analysis.